Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during treatment of a heavily calcified, 99% stenosed left anterior descending artery; after treating the heavily calcified lesion with rotational coronary arterectomy, during first inflation the nc voyager balloon ruptured at 16 atm. There were no adverse patient effects reported. No additional event or patient information was available.

Manufacturer narrative:
(B)(4). Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the guide wire lumen, inflation lumen, and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to in an attempt to pressurize the balloon when water leaked out of a pinhole 1 cm proximal to the distal maker. There were no scratches noted. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.